Event description:
Philips received a complaint on the patient information center ix indicating that the audio doesn't work on one of the pcs. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and found the audio cable disconnected from the adjacent pc and reconnected it. The audio on the adjacent pc was then able to be heard alarming, the other pcs were confirmed to also be working correctly. After the audio cable was re-connected the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.